Manufacturer narrative:
(B)(4). The insulin pump was received with a blank display due to moisture damage in the electronic assembly. There was also moisture damage to the motor discovered during the visual inspection. The pump was unable to perform the following tests due to blank display: operating current, unexpected restart alarm, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery. The pump had minor scratches on the lcd window and case. There were also cracks to the reservoir tube lip and reservoir tube window.

Event description:
Customer reported via phone call that their insulin pump had been exposed to fluid. Blood glucose level at the time of call was 67 mg/dl. Customer reported fluid under the lcd screen. The device will be returned for analysis.